Manufacturer narrative:
Device evaluation: 1 x zso-7-9 of unknown lot number was not returned for cirl evaluation. This file was created from (B)(4) and concerns the second stent where an incorrect wire guide was used. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zso-7-9 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zso-7-9 device could not be completed as the lot number is unknown. The instructions for use, which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. Also, the user is instructed by the instructions for use: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿. Root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is based on customer testimony. According to the information reported there was no adverse effects to the patient as a result of the user error. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The doctor wanted to insert the zso-7-9 in the left biliary duct .so the nurse prepared the zso-7-9, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-9 it was impossible. So the new one was used with visi 0.025 angle type wire guide. This file was created to capture the incorrect wire guide used for the successfully placed device. As per information received 09-nov-2020 visi2 0.025 angle type wire guide was used. (B)(4) is capturing the initial complaint details.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation on conclusions

Event description:
The doctor wanted to insert the zso-7-9 in the left biliary duct .so the nurse prepared the zso-7-9, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the zso-7-9 it was impossible. So the new one was used with visi 0.025 angle type wire guide. This file was created to capture the incorrect wire guide used for the successfully placed device. As per information received 09-nov-2020 visi2 0.025 angle type wire guide was used. (B)(4) is capturing the initial complaint details.